Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary the loosening of the nut connecting the insertion flexible tube and the control body causes the ift to rotate (loosen), which alsocauses leakage. We introduced a torque wrench and changed from manual tightening to a torque wrench.

Event description:
Before reprocessing, during leak test, the user found that the location of protecting bush for ift leaked. Glue of the bending rubber came off . This event occurred at the time of reprocessing. There was no report of patient harm.